Manufacturer narrative:
Patient data files showed at least seven applications were performed with catheter 2af284/52407 without any issue on the date of the event. Application number three had full ablation phase. In conclusion, clinical issues (hypotension, tamponade) occurred during the case. There is no indication of relation of the adverse events to the performance of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased. Cardiac tamponade had occurred when the mapping catheter was advanced, bounced and perforated the roof of the left atrial appendage. Drainage was performed, and the patient's blood pressure returned to normal. The case was aborted, and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.